Manufacturer narrative:
This report will not be submitted to the FDA until the end of 3rd quarter of 2004 in accordance with the FDA alternative reporting agreement for events of this nature.

Event description:
Drain allegedly broke off in pt. Not originally noticed. Pt wound opened and was taken to surgery to close again. At this time, 3 or so days later the part of the drain was found.